Event description:
It was reported that this right atrial (ra) lead was oversensing, with pacing inhibition that was less than 2 seconds. The physician removed and replaced the lead, as a result. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.